Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. On (B)(6) 2016, the patient presented to the hospital and was found to have aortic regurgitation. On (B)(6) 2016, the valve was explanted and a smaller 19 mm sjm trifecta valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation concluded tearing was observed in leaflets 1 and 2. Leaflet 2 was fibrotically thickened, and a thin layer of fibrin with histiocytes was found on both surfaces of all three leaflets. No evidence was found to suggest the cause of the tears, fibrotic thickening, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.